Event description:
It was reported that while opening the package of the zimmer pulsavac plus kit, the content was covered by a black powder and that the battery exploded/leaked. Additional clinical follow up with the hospital indicated that there was no report of harm or injury to the patient or the user. An alternate device was available to complete the procedure and there was no delay of the procedure reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.